Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. The insulin pump also alarmed motor position encoder error and test failure at 10:01 a.m. Customer's blood glucose level was 341 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected alarms were noted during testing. The insulin pump passed the self test, displacement test, rewind test, basic occlusion test and prime test. The insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. A motor position encoder error alarm was noted in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.